Manufacturer narrative:
4 unused samples of each lot number are being returned for evaluation. The devices have not been received. The lot number of the device that was in use is unknown. The customer contact identified four possible lot numbers (plots). The possible lot numbers are 3464038, 3507271, 3627547, 3454070. Expirations dates for the possible lot numbers are: 3464038 - 05/01/2022, 3507271 - 08/01/2022, 3627547 - 02/01/2023, 3454070 - 05/01/2022. Device manufacture dates for the possible lot numbers are: 3464038 - 05/01/2017, 3507271 - 08/01/2017, 3627547 - 02/01/2018, 3454070 - 05/01/2017.

Event description:
The event involves a customer allegation against a microclave clear connector that while connected to a peripherally inserted central catheter (PICC), some back flowing of blood was detected. There was patient involvement, no adverse event, no medical intervention, and no delay in critical therapy.

Manufacturer narrative:
One used microclave® clear connector; possible lot #s 3464038, 3507271, 3627547, & 3454070 and four new 011-mc100 microclave® clear connectors; possible lot #s 3464038, 3507271, 3627547, & 3454070 were returned for investigation. The single used device was observed to have white powder residuals in the male luer threads suggesting it may have been disconnected during use. No blood was observed at any location in the fluid path or external to the fluid path. All devices were pressure tested and no leakages were observed in the activated or unactivated positions and each met expectations outlined in the product performance specification. The microclave connectors are bidirectional connectors that allow, by design, fluid flow in both directions. The DHR's for lots # 3464038, 3807271, 3627547, 3454070 and relevant commodities were reviewed and there were no non-conformances found that would have contributed to the reported complaint.